Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, possible vascular occlusion (pt: vascular occlusion), was deemed to meet serious injury criteria as treatment was necessary to prevent permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with radiesse®. After the treatment with radiesse®, the patient experienced a possible vascular occlusion. The outcome of the event was unknown.